Event description:
Related manufacturer reference number: 2017865-2021-37231, related manufacturer reference number: 2017865-2021-37232. It was reported that the patient presented with idiopathic bacterial infection. The entire system including the pacemaker and the leads was explanted. The patient was stable.